Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that their implant battery is totally exhausted and they need to start the process of getting a replacement implant. Patient stated that they called representative on (B)(6) and were told that they would get going on getting the paperwork going, but they didn't hear anything from the representative for 2 weeks. Patient said they called again and left a message, but the representative never returned the call. Patient stated they are in a lot of pain and want to get the ins replaced. Patient stated the ins has been depleted for several months since last year. Patient asked to contact the rep. Patient stated they don't have physician for the implant. Patient stated that it has been longer than several months and the pain is just too much to keep struggling with the pain. Agent asked the patient if they have seen the eos on the programmer or recharger screen and patient said no. Agent emailed physician listing. The patient was redirected to their healthcare provider to further address the issue. Patient reported they have an appointment with their primary care doctor tomorrow. Patient called back and reported previous info noting the indication for use was peripheral neuropathy. Additional information was received, it was reported the patient was scheduled to have the ins replaced on (B)(6) 2026 with a different manufacturer's device.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.